Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that wall adapter did not resolve charging issue. Customer was sent a replacement tandem usb cable. Follow-up: (B)(6) 2016: customer reported that replacement usb cable did not resolve charging issue. Reportedly, the pump will charge via a computer usb port; however, the usb cord must be manipulated and held in place to initiate charge. Customer will continue to use pump for diabetes management. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempted use of multiple usb cables when plugged into a wall adapter; however, pump charged when plugged into computer. A replacement wall charger was sent to customer. There was no impact to the customer's blood glucose level.